Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited pacing impedance measurements greater than 2000 ohms which triggered the lead safety switch (lss) on the right ventricular (rv) channel. A review of the stored data identified stored events due to noise and oversensing which resulted in pacing inhibition and a rate in the 40's for this patient. A boston scientific technical services consultant discussed the clinical observations with the caller and recommended minute ventilation (mv) be programmed off. Further testing and x-ray were also suggested. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the product was performed. Visual inspection noted the lead had been severed and was returned in two segments. The reported clinical observations were confirmed based on the observation of conductor damage which was located ~ 14.5 cm from the terminal end. Several other bends/kinks in the polyurethane insulation were also noted near the fracture location. Microscopic visual inspection showed outer coils circular impression on the inner wall of the outer insulation and when placed the suture sleeve next to it, it appears to matched-up to the front groove of suture sleeve. Final analysis identified the damage was most likely caused by the suture sleeve tie-down.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this lead was subsequently removed from service due to a fracture. No additional adverse patient effects were reported.

Manufacturer narrative:
It was reported that the noise was able to be recreated during isometrics and the physician does not believe this was related to interaction with mv. The rv sensing was increased to avoid the noise. The physician will continue to monitor the patient. No adverse patient effects were reported.

Event description:
This supplemental report is being filed due to additional pertinent information.